Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted to the esophagus to treat a 3cm severe stricture caused by cancer during an esophageal stent procedure performed on (B)(6) 2026. The anatomy of the patient was not dilated prior to stent placement. During procedure, there was resistance felt during the deployment. The esophageal stent was displaced, and it could not cross the stenosed area. The procedure was completed using a different device. There is no patient complications reported as result of the procedure.